Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the field service engineer (fse) that during preventive maintenance, cardiosave intra-aortic balloon pump (iabp) had a line across the top screen. There was no patient involvement reported.

Manufacturer narrative:
Due to character limitations in e1 event site address- (B)(6). Updated fields - b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The following was performed by (B)(4), technician of the maquet. Failure analysis and testing (fat) department (B)(6): sr 06 oct 2025. The failure analysis and testing department received the following part associated with this complaint: pn: 0160-00-0127 sn: (B)(6), top lcd display. This part was received with a reported unit failure message of lines across the top screen. The failure analysis and testing dept. Performed a visual inspection, and part looks in good condition. Installed top lcd display into the cardiosave test fixture sn: ca204340l1 and tested to the cardiosave service manual pn: 0070-00-0639 revision r. The fat dept. Verified the failure message of lines across the top screen, as soon as turned on the cardiosave test fixture. Top lcd display failed testing. Retaining top lcd display in the fat dept. Per procedure (B)(4) rev au. It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) display had failed. There was no patient involvement. A getinge field service engineer (fse) was dispatched to evaluate the unit and was able to confirm the reported malfunction. The fse replaced the assy, display top lcd rohs (0160-00-0127) and passed electrical safety tests.